Manufacturer narrative:
The malfunction was duplicated and the system board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was able to power on. Complainant indicated that there was no pt involvement in the reported malfunction.